Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. Initial visual examination of the returned unit revealed distal stent damage. The distal side of the stent was damaged with struts raised vertically. A visual examination revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as performance was limited, due to anatomical procedure factors.

Event description:
This complaint is not reportable based on the analysis completed on (04/17/2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion, however, the investigation revealed stent damage. The lesion was 90% stenosed was calcified with moderate tortuosity in the proximal left anterior descending (prox lad) artery. The physician attempted to place a 3.0x20mm taxus liberte stent, however, was unable to cross the lesion. The procedure was completed with a non bsc 3.0x18mm stent. There were no patient complications and the patient is said to be in "good" condition.